Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient experienced a hypoglycemic event and was unwell. An ambulance was called by the patient and when a fingerstick was taken by the paramedics the cgm reading was 230 mg/dl, and the blood glucose reading was 30 mg/dl. The patient was treated with intravenous glucose and was brought to the hospital. No further treatment was reported to be needed and after 1 hour the patient was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.